Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced and the pace/sense portion of the rv lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of the chronic rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Monitoring will be continued at this time due unrelated health concerns. No adverse patient effects were reported. This product remains implanted and in service.